Event description:
It was reported that when the device was used during a lap cholecystectomy, the device would not arm. Another device was used to complete the case. There were no consequences to the pt.